Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy properly. The heartstring did not seal the aorta properly and some excess bleeding was experienced. No blood transfusion was necessary. Nothing fell into the pt. A replacement device was used to complete the procedure.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Specific actions for this failure mode are being managed and documented in the maquet CAPA system. (B)(4).